Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient a experienced a skin reaction on the (B)(6) 2022 with infection, itching, draining and bleeding underneath sensor pod area. On the (B)(6) 2022 the patient went to emergency room because she was feeling discomfort during the use with the sensor, where the sensor was removed from her abdomen and she was diagnosed with infection on the affected area and was admitted to the hospital. The reaction was treated with a IV zosyn (antibiotic) at the emergency room, and prescription of oral clindamycin (antibiotic) and oral bactrim (antibiotic ). The patient was discharged on the on (B)(6) 2022. No additional patient or event information is available.